Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose reading of 236 mg/dl. He stated that it took five hours to bring it down to 70 mg/dl. He expressed symptoms of nausea and fatigue. He stated that the drive support cap appeared normal. He was assisted with removing the reservoir and rewinding the insulin pump. He was advised to run a manual prime and stated that insulin did exit the tubing. He found no leaks. He stated that the basal rate and bolus wizard settings were correct. Customer had received no delivery and low reservoir alarms. The insulin pump passed the high pressure test. Customer was advised to remove the infusion set and stated that the cannula was not bent. He was advised to change out the infusion set. Nothing further was reported.